Event description:
Reporter initially stated there was a black line on the display of the blood glucose monitor and the measurement results were not affected. The monitor was returned to the manufacturer, and during the evaluation, it was found the line does distort the last digit of the results area. Therefore, misinterpretation is possible.

Manufacturer narrative:
The event occurred in (B)(6).